Manufacturer narrative:
(B)(6) 2011 - (B)(6) evaluation-the introducer used with the endoplege catheter was returned and evaluated by engineering in edwards (B)(4). The introducer sent back by the customer was not the same sheath introducer that was originally sent with the ep catheter. This was confirmed by the DHR review performed at accellent. This DHR reviewed revealed that the introducer sent with ep lot 755814a were from lot numbers 58870107 and 58881381 which belong to the introcsc sheath introducer lot built at edwards (B)(4). DHR reviews performed indicated that there were no non conformances associated with these lots. The introducer that the customer sent back is not intended to be used with the ep catheter. It is not known why the customer chose to use a different introducer and not the introducer sent with the ep catheter. Since the returned product was not originally sent with the ep catheter, engineering chose not to perform any further evaluation on it. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. Since the customer complained on a device that was not meant to be used with the ep catheter no further evaluation was not performed on it. Since this is an isolated incident, a corrective action will not be initiated.

Manufacturer narrative:
Serious injury due to device needing to be switched out during use. Device was returned but evaluation is not yet complete.

Event description:
It was reported that the introducer was too tight and the endoplege catheter balloon "shredded" trying to insert it through the introducer. The customer was going to put the ep in the patient and had to switch out for a new one.